Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc surmised that the cause of the reported phenomenon was attributed to the insufficient strength of the power switch due to the improper design. The corrective action of the event was already completed.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power unit and the output socket. The output socket could not detect that whether an endoscope or a light guide cables was connected. In addition, oekg found that a non-olympus lamp had been used.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, it was found that the subject device could not be turned on and could not function. There was no report of patient injury associated with the event.